Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is 1 of 2 device reports related to the same event. A follow-up report will be submitted upon receipt of add'l info.